Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock due to oversensing of low amplitude measurements. A boston scientific technical services consultant reviewed the episode and noted the rhythm was very wide and then a normal, narrow qrs occurred at forty seconds. The consultant documented and discussed troubleshooting with the caller. The system remains in service and no adverse patient effects were reported. It was reported that an increase in shock impedance measurements was observed. It was confirmed there were no out of range measurements. The increase was most likely attributed to the patient's weight gain. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Event description:
It was reported that this patient implanted with a subcutaneous implantable cardioverter defibrillator (sicd) received an inappropriate shock due to oversensing of low amplitude measurements. A boston scientific technical services consultant reviewed the episode and noted the rhythm was very wide and then a normal, narrow qrs occurred at forty seconds. The consultant documented and discussed troubleshooting with the caller. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.